Event description:
It was reported that the pt underwent a cervical procedure using posterior fixation of c3/7, due to c5/6 dislocation fracture. The center screw on the crosslink was broken due to excessive tightening when the surgeon tried to place the crosslink at c4/5. The crosslink was implanted without the centered fixation screw. No pt injury was reported.

Manufacturer narrative:
Device was not returned to the MFR for evaluation. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Unable to determined the cause of the event.